Event description:
It was reported that during an ablation procedure, the fluoro foot switch pedal malfunctioned and failed to operate. No pt injury was reported. Hospital biomedical engineers attempted to fix the system while the pt was on the table, but determined there was a malfunctioning circuit board in the table where the foot switch connects. The foot pedal had been positioned in such a way that the connector inside the table broke and affected the circuit board. The following day, another ablation was being performed and when the physician stepped on the foot pedal prior to ablation, fluoro did not come on. Connections were checked and the machine was rebooted, but x-ray still did not come on. Siemens service was called in 5 days later to assist. The foot switch was replaced with siemens' assistance. Siemens recommended that the room be shut down until it could be determined that the system worked according to specs. The hospital biomedical dept continued to troubleshoot the system, and found two printed circuit boards that were malfunctioning. They replaced the boards with third party supplied pc boards. According to the hospital's biomedical group, system testing through the weekend indicated the system was stable, but failed again on monday. Siemens recommended hospital biomedical dept exchange the internal cable harness.

Manufacturer narrative:
The hospital's biomedical dept ordered the cable harness from a third party vendor and replaced it. The hospital informed siemens that there was no reoccurrence of the problem and they were preparing the room for pt use. The only part returned to siemens for eval was the foot switch. A complete root cause analysis could not be performed, as the customer scrapped the additional parts they replaced. Siemens cannot warranty the parts replaced, other than the foot switch supplied by siemens, as the parts were purchased by the hospital from a third party vendor. Siemens does not service or maintain this site and was unaware of any issues prior to receiving a request by the hospital on (B)(6) 2010, for assistance with exchanging the foot switch.